Event description:
Caller reported aviva blood glucose results of 6.0 mmol/l, 8.2 mmol/l, and 11.2 mmol/l, each result 1 minute apart. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
It was reported that revision surgery was performed for reasons unknown.

Manufacturer narrative:
The femoral component appeared to be well fixed. Burnishing seen in the fixation area of the tibial base indicates a degree of loosening. The indentations and abrasive wear patterns observed on the retrieved insert likely resulted from third body debris such as bone and/or bone cement, however no such debris was found on the articulating surface. The wear and post contact locations observed on the insert suggest that a combination of internal rotation of the insert and/or external rotation of the femoral component may have occurred.